Manufacturer narrative:
This catheter was discarded at the hospital, so therefore will not be returned for analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information, that during the implant procedure, this catheter dissected the coronary sinus. The dissection inhibited further access to any branch of the coronary sinus, so the left ventricular (lv) lead could not be implanted. An attempt to implant the lv lead will take place in the near future. This patient remains in good condition, and no further medical action was taken. There were no additional adverse patient effects reported.